Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crtd, implanted: (B)(6) 2016; product ID: 6943-65 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing during atrial tachycardia (at)/atrial fibrillation (af) episode on stored electrograms (egm). The rv lead also exhibited short v-v intervals. The left ventricular (lv) lead exhibited a decline in impedance. The leads remain in use. No patient complications have been reported as a result of this event.